Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8015 will not turn on. Technical support- 1. Plug the instrument into ac. 2. Check and/or replace the battery. 3. Check the fuses. 4. Replace the off-line switcher. 5. Replace the power supply board. 6. Return the module to the factory. Recommended replace power supply processor board. Ahmad will replace power supply processor board. The root cause of the customer's report could not be determined. A review of the device history record showed the device had a manufacture date of 03dec2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device will not turn on or off. There was no ac light with power cord plugged in. The tech recommended checking and replacing the battery, then the off-line switcher and power supply board. There was no patient involvement.

Event description:
It was reported that the device will not turn on or off. There was no ac light with power cord plugged in. The tech recommended checking and replacing the battery, then the off-line switcher and power supply board. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8015 will not turn on technical support- 1. Plug the instrument into ac. 2. Check and/or replace the battery. 3. Check the fuses. 4. Replace the off-line switcher. 5. Replace the power supply board. 6. Return the module to the factory. Recommended replace power supply processor board. Ahmad will replace power supply processor board. A review of the device history record showed the device had a manufacture date of 03dec2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure. Based on the troubleshooting results, technical support determined the probable cause of the customer¿s reported issue. Technical support- 1. Plug the instrument into ac. 2. Check and/or replace the battery. 3. Check the fuses. 4. Replace the off-line switcher. 5. Replace the power supply board. 6. Return the module to the factory. Recommended replace power supply processor board. Ahmad will replace power supply processor board. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : no product returned.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. No device received.

Event description:
It was reported that the device will not turn on or off. There was no ac light with power cord plugged in. The tech recommended checking and replacing the battery, then the off-line switcher and power supply board. There was no patient involvement.